Event description:
A customer contacted physio-control to report that their device would not power on when connected to ac power adapter. There was no patient use associated with the reported event.

Manufacturer narrative:
The service provider noted that it was possible that the customer's inverter had caused the device to not power on . A conclusive cause of the reported issue could not be determined.

Manufacturer narrative:
A third party service agent evaluated the customer's device and was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted physio-control to report that their device would not power on when connected to ac power adapter. There was no patient use associated with the reported event.